Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b] brush head come loose from the toothbrush. Gap between brush head and hand piece [device connection issue]. Case narrative: consumer via e-mail stated that the brush head has come loose from the toothbrush. There is a gap between the brush head and the hand piece. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b] brush head come loose from the toothbrush... Gap between brush head and hand piece [device connection issue] case narrative: consumer via e-mail stated that the brush head has come loose from the toothbrush. There is a gap between the brush head and the hand piece. No injury was reported. Follow up suspect product was updated. No injury was reported.